Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two devices. A broken needle was found in the jaws of instrument one. Under microscopic inspection, the needle was broken at the swage, the weakest point of the needle. Witness marks from the needle tip impacting the beveled wall were observed under microscopic inspection for instrument one. No sheering on the toggle switches was observed under microscopic inspection for both instruments. Both instrument were loaded with a needle from the pmv inventory and applied to test media. No difficulty was experienced in loading, unloading or toggling the needle for both instruments. Product analysis suggests the product was used in a surgical procedure. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. (B)(4).

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, the device did not load properly and one needle was missing or broken off. Patient status is ok. There was no re-operation, etc. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used.